Manufacturer narrative:
Zimvie complaint number (B)(4). A4: weight unknown / not provided. The device will not be returned for analysis; however, an investigation of the reported event is in progress. Once the investigation has been completed, a follow-up MDR will be submitted.

Event description:
It was reported that the patient was being seen for a healing abutment check on the implant at tooth site #10. Buccal edema was confirmed to be present on the implant side. Patient will have implant replaced. Symptoms as a result of the event: pain, inflammation and edema.